Event description:
The customer stated an architect i2000sr analyzer generated a false positive troponin-I result for one patient sample. The architect i2000sr generated an initial troponin-I result of 54.2 ng/l and a repeat troponin-I result of 25.7 ng/l. There was no adverse impact to patient management reported.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, and a review of labeling. The customer was instructed to replace the stat probe. No recurrence of erratic results has been identified. Tracking and trending did not identify an adverse trend related to discrepant troponin-I results. Package insert and operations manual labeling was reviewed and found to be adequate. Based on the evaluation, a product deficiency was not identified.